Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states it was found out 3 months later since the surgery that the two screws in question were broken. The surgeon reported that he had to use the large screws for this patient with large body frame because he used small ones at first. It was also reported that he had to use a lot of screws even though he used small ones. The two screws listed in this description were previously reported under MFR report numbers 2520274-2014-13396 and 2520274-2014-13398. This report is for two additional screws that were discovered broken when the product was returned changing the total of broken screws to four. This report is for 2 broken screws discovered upon product return. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for two broken screws, part and lot number unknown. The discovery was made upon product return the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.